Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting leads into the pulse generator header was difficult. The device remained implanted.